Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: the evaluation showed longitudinal and radial balloon bursts, with parts of the working length and the distal balloon shoulder missing and not visible in imagery. The delivery system was removed from the sheath, and the sheath shaft was cut at the strain relief. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint balloon burst was confirmed in the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio revealed the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint withdrawal difficulty was confirmed in the provided imagery. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The complaint balloon separation was confirmed in the provided imagery. Available information suggests procedural factors (device manipulation) likely contributed to the event. Under such conditions, additional pull force/ device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra resilia (s3ur) valve in the aortic position via transfemoral approach. The patient had moderate to severe calcific burden involving the leaflets, left ventricular outflow tract (lvot), and mitral annular calcification (mac). During full deployment of the 23 mm s3ur valve, the balloon on the 23 mm commander delivery system ruptured. The physicians performed fluoroscopic and transthoracic echocardiographic (tte) imaging to evaluate for any retained balloon fragments within the vasculature, but none were identified. All feasible portions of the ruptured balloon were retrieved using the esheath. There was withdrawal difficulty following deployment and extraction at the level of the tip of the esheath+. The commander had to be turned clockwise to navigate into the sheath. The delivery system and esheath+ were then removed without issue and there was no injury or complications. The perceived root cause is the calcified sinotubular junction (stj), leaflet and lvot. The balloon did not separate from the delivery system; however, a portion of the balloon was unaccounted for upon removal from the patient. A same day cta was performed and did not identify any retained fragments. The patient remained stable throughout the procedure and was discharged without issue the following day.